Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the failure of the pressure sensor mounted on the main circuit board due to the followings. The aging degradation because seven years and one month had passed from the subject device had been manufactured. Any of the following process errors. 1) oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. 2) because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy).

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. However, the error e03 (excessive pressure when inflated-pressure sensor abnormality) was stored in the error memory 10 out of 10 times due to the failure of the printed-circuit board. (B)(4) surmised that it was probably responsible for the reported phenomenon. In addition, (B)(4) found that the indicators on the front panel of the subject device were clearly too dark. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the alarm sounds were generated when the "cavity mode" was selected after the subject device was turned on. After that, the subject device could not function. There was no report of patient injury associated with the event.